Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/01/2014 with the following findings: during testing, the pump powered on with the returned battery cap. The battery cap contacts measured within specifications and could fully tighten on to the pump. The battery compartment was cracked. There was visible evidence of moisture behind the display lens. The leak test revealed a leak at the display lens. The pump was opened and removed from the case and evidence of moisture contamination was observed inside the pump and on the keypad flex cable and connector. Unrelated to the initial complaint, the keypad was intact with no peeling or damage. The keypad buttons were unresponsive due to the internal moisture damage. The keypad cover was removed and no contamination was found under any of the keypad button contacts. Further investigation was unable to be completed due to the internal moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.